Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Relevant tests/laboratory data including dates: continued: (B)(6) 2013: coronary angiogram; (B)(6) 2013 (05:56): (ck)=9.80 mckatal/l, normal upper limit 5.8; (B)(6) 2013 (05:56): (ck-mb)=0.39 mckatal/l, normal upper limit 0.42 ;(B)(6) 2013 (05:56): troponin I=05.56 mcgl, upper reference limit 0.1; (B)(6) 2013 (13:21): (ck)=13.81 mckatal/l, normal upper limit 5.8; (B)(6) 2013 (13:21): (ck-mb)=0.36 mckatal/l, normal upper limit 0.42; (B)(6) 2013 (13:21): troponin I=1.9 mcgl, upper reference limit 0.1; (B)(6) 2013: (ck)=1.17 mckatal/l, normal upper limit 5.8; (B)(6) 2013: (ck-mb)=0.14 mckatal/l, normal upper limit 0.42; (B)(6) 2013: troponin I=0.10 mcgl, upper reference limit 0.1. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. It should be noted that the reported patient effect of death is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of a coronary stenting procedure. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The patient passed away four years after the original procedure from worsening of pre-existing heart disease. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2013, following pre-dilatation, a 3.5x38mm xience prime stent was successfully implanted in the left main to the proximal left anterior descending (lad) coronary artery, 80-75% stenosed lesion. The mid lad and the right coronary artery (rca) were treated with balloon angioplasty only. On (B)(6) 2018, the patient expired due to a worsening of pre-existing heart failure. Per physician, the death was unknown if related to the device. There was no device malfunction and no autopsy was performed. No additional information was provided regarding this issue.